Event description:
Reporter states both top adjusters fractured. End user states that on april 27, 2000, end user reclined the chair at approximately 12:30 p.m. And within a few seconds the j2 bracket on the right side broke from the j2 backrest and end user fell out the back of the chair striking the head on the floor. As a result of the fall end user was stuck on the floor for a few hours until 2:53 p.m, when someone found end user. End user had a swollen red ankle where the right leg rested in the frame of the chair, a bruised hip, ribcage and knuckles, pulled biceps, open skin on their elbow and a sore neck.